Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted customer and instructed the site on how to exchange the camera head. The camera head was replaced, and the system was tested and ready for use. The glenair camera involved with this complaint was returned and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The device was found to have mechanical shock, resulting in a damaged stage assembly and damaged housing components. The light cable was also noted to be damaged.

Event description:
It was reported that during a da vinci-assisted surgical partial nephrectomy procedure, the camera could not focus with the 30-degree scope when pressing the focus button. The customer was unable to perform 3d calibration. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power-cycle the system, check and tighten the camera cable. The customer swapped to a 0-degree scope and was able to perform white balance and 3d calibration, but the image was still blurry. The customer was unable to adjust the image with the focus button. The customer did not have a backup camera head. The procedure was converted to laparoscopic surgery with no report of patient harm, adverse outcome, or injury.